Manufacturer narrative:
(B)(4). Date sent: 1/7/2020. Per service manual operational and diagnostic analysis did not confirm the reported the self activation issue. No further investigation will be conducted on this complaint. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Event description:
It was reported by the sales rep that the device's coag function continuously runs on side a. The device serial number is (B)(4). One device will be returned. Out of box failure. Device not put in service yet.